Event description:
It was reported that the 9800 system would not boot up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The workstation boards were reseated during the service call. The system was tested and found to be working as intended and placed back into service.